Event description:
Reportedly, the light of the screen intermittently did not light, making it impossible to read.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the light of the screen intermittently did not light, making it impossible to read.

Manufacturer narrative:
Preliminary analysis of the returned programmer showed that the reported issue was due to a defective screen flex cable.

Event description:
Reportedly, the light of the screen intermittently did not light, making it impossible to read.